Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because reporter contacted lifescan alleging that he has hard time inserting test strip into the test strip port of the meter and the issue was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned. The 510(k)# is k073231.